Event description:
It was reported that the programmer was unable to interrogate an implantable heart device. It was noted that the radiofrequency programmer heads were changed out but the situation persisted. The programmer was also being returned as an encore exchange. The programmer was returned to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer was unable to interrogate. Analysis did note that the programmer was contaminated internally and that its lower case and rear display cover had cosmetic damage. The device was to be scrapped. (B)(4).